Event description:
The manufacturer received information alleging a trilogy ev300 device failed the pilot difference portion of both the pneumatic and system setup pre-tests. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the active exhalation test. The fse recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. Unit passed final test after repair.